Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Facility name (B)(6).

Event description:
The customer stated that they received erroneous results for four patient samples tested for the elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer (e411). No erroneous results were reported outside of the laboratory. The first sample initially resulted as 0.039 uiu/ml. The sample was repeated, resulting as 2.95 uiu/ml. The second sample, from a (B)(6) female initially resulted as 0.036 uiu/ml. The sample was repeated, resulting as 3.85 uiu/ml. The third sample, from a (B)(6) initially resulted as 0.057 uiu/ml. The sample was repeated, resulting as 2.09 uiu/ml. The fourth sample, from a (B)(6) , initially resulted as 0.042 uiu/ml. The sample was repeated, resulting as 3.11 uiu/ml. The patients were not adversely affected. The tsh reagent lot number was 189279. The reagent expiration date was asked for, but not provided. The field service engineer confirmed that the instrument was working correctly. He observed that the customer was using 12 x 86 mm tubes without the use of recommended rack adapters. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Calibration signals were determined to be ok and control values were within specifications. Based on calibration and controls, a general reagent issue can most likely be excluded. The most likely root cause of the event is that recommended rack adapters were not used for the sample tubes that the customer used. Further possible causes relate to sample quality and/or insufficient maintenance.